Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the second cartridge during open total gastrectomy, the device did not fire. The surgeon could not push the firing knob and got it stuck. The surgeon opened and used another cartridge to complete the case. There was no patient injury.